Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device displayed error code e433. The high voltage power supply board is defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433. The issue was found during preparation for use foe a therapeutic procedure. There were no reports of patient harm.